Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Two vizigos were opened and prepped; however, the physician noted a broken sheath valve on one and a broken clear hemostatic valve on the other. No additional details regarding the procedure were provided. No patient consequences were reported. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
Biosense webster manufacturer's reference number (B)(4) has 2 reports. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 3-apr-2023, the product investigation was completed. It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Two vizigos were opened and prepped; however, the physician noted a broken sheath valve on one and a broken clear hemostatic valve on the other. No additional details regarding the procedure were provided. No patient consequences were reported. Device evaluation details: visual analysis revealed that the hemostatic valve was placed in its original place, it was not dislodged. Microscopic examination of the hemostatic valve surface does not showed stress marks on the outer diameter a device history review was performed for the finished device 00002056 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)